Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system leaked during use. The following information was provided by the initial reporter: material no: 383313, batch no: 9304167. It was reported that catheter is leaking out of the "y" port onto patients. Description: we've had a couple of incidents with our butterfly needles leaking contrast on our patients in the past couple of days. The contrast is not coming from the injection site, it's leaking out from the yellow "y" port. I strongly feel we have a bad batch. Customer response on (B)(6) 2020: how many times has the incident occurred, and what are the dates? Three times 3/5, 3/6 and 3/10. Did the course of treatment change? No. Was there exposure to blood/bodily fluid? No. Was there medical intervention? No. Are samples available for investigation? No.

Manufacturer narrative:
H.6 investigation summary : a device history record review was completed by our quality engineer team for provided lot number 9304167. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system leaked during use. The following information was provided by the initial reporter: material no: 383313 batch no: 9304167 it was reported that catheter is leaking out of the "y" port onto patients. Description: we've had a couple of incidents with our butterfly needles leaking contrast on our patients in the past couple of days. The contrast is not coming from the injection site, it's leaking out from the yellow "y" port. I strongly feel we have a bad batch. Customer response on 3/25/2020: how many times has the incident occurred, and what are the dates? Three times 3/5, 3/6 and 3/10. Did the course of treatment change? No was there exposure to blood/bodily fluid? No was there medical intervention? No are samples available for investigation? No.